Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high shocking lead impedance measurement greater than 125 ohms. The patient was brought in for evaluation and no noise was noted through pocket manipulation or isometrics. The physician decided to continue monitoring the patient. No adverse patient effects were reported. The system remains in service.